Manufacturer narrative:
Concomitant product: ethicon securestrap open x3, product ID: opstrap20. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a flank hernia. It was reported that after implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery.